Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent difficulty initiating charging of the ilet on the charging pad, requiring repositioning the device multiple times before a solid green charging indicator illuminated, after which charging proceeded normally. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer communication with the user and troubleshooting education on charging verification and pad alignment. Investigation of this case revealed normal charging function when properly aligned, with no reported device or charger damage and no alarms, consistent with intermittent positioning or alignment sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was user technique or use environment.